Event description:
Related manufacturer report number: 2017865-2022-50775. It was reported that the patient presented for replacement of the right atrial and right ventricular lead due to over-sensed noise. Both leads were capped and replaced on (B)(6) 2022. The patient was stable.